Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted that there was no blood or contrast visible, and the stent implant was stationary on the tightly-folded balloon between the markers. The hypotube and jacket were separated distal to the strain relief tubing. These observations are consistent with the reported complaint. Shaft separation prior to use can be attributed to, but not limited to, handling during manufacturing or handling at the account during unpacking or preparation for use. The hypotube was oval shaped and the hypotube jacket was stretched at the separation. This type of failure is often attributed to ductile overload at a bend or kink. Kinks or bends in the shaft can lead to weakening of the sds material such that the subsequent application of force or further handling can cause a separation. The hypotube was also kinked proximal to the separation, which was not reported and likely occurred from handling during packing/shipment for return or possibly at the same time as the shaft separation. Clarification was requested regarding when the separated shaft was noticed prior to use; and the additional information received stated that the device was found broken after preparation for use, which suggests that the account, at least, handled the product to remove it from the protective coil and attach a syringe for preparation. Handling by the account may have resulted in kinks and eventual separation; however, this cannot be confirmed and a conclusive cause cannot be determined. A review of the finished good lot history record for this lot did not reveal any nonconforming material record that could have contributed to the reported complaint, and the lot release testing associated with visual inspection for shaft damage met specification. Additionally, a query of the complaint handling database revealed no other incidents reported for shaft damage prior to use for the lot. Although a conclusive cause for the reported shaft separation prior to use cannot be determined, there does not appear to be any indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for shaft damage prior to inserting into the protective coil. Additionally, a sampling of packaged units is visually inspected to verify product quality.

Event description:
It was reported that during unpackaging and device preparation the 3.5 x 28 mm xience v stent delivery system proximal shaft was found broken. There was no patient involvement. The device was not used and a second 3.5 x 28 mm xience v was used in the procedure. There was no clinically significant delay in procedure. Though requested, no additional information was provided.